Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no significant anomaly. Extension or extension parts found stuck inside the connector port of the ins. 5 connectors from an extension were stuck in the # 0 - # 7 connector port. Destructive analysis was performed on the ins to remove the extension part from the # 0 - # 7 connector port. Pitting/corrosion were observed on 3 of the 5 connectors. Due to the damage cause on the extension, the reported event could not be determined. (B)(4).

Event description:
It was reported that during a planned battery site revision procedure there was a lead/extension issue where the lead would not release from the implantable pulse generator (ipg) header port. It was reported that the extension broke after force was applied by the healthcare professional (hcp). It was reported that surgical intervention and replacement was required, and the ipg and extension was fully explanted. It was stated that the lead remained. No lead or extension parts would be returned the manufacturer aside from what might remain in the header port. The original pocket site was opened and the affected extension was removed. It was stated that diagnostic testing/ troubleshooting would be performed in the future. It was stated that the product issue was resolved. It was stated that prior to the procedure, impedances were >10000 at electrodes 4, 6, and 7. The hcp reported that this port (0-7) was the one that would not allow the lead to be properly disconnected. It was stated that the patient was alive with no injury and there were n o known patient symptoms or complications associated with the event. The patient was receiving effective therapy following the replacement. It was reported that the ipg would be returned to the manufacturer.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.